Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a robotic laparoscopic gastroplasty, while the device was being applied on the stomach, the device locked on the tissue. The surgeon pushed the device up to release the tissue. There was no patient injury.